Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of not being able to set the time after changing battery as the act button was not responding. Customer reported that time did advance. Customer's blood glucose was 419 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened act keypad dome. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window. Keypad connector was found close properly during visual inspection. Unable to performed functional test due to keypad anomaly.